Event description:
A family member reported that the pump was off by a day. The family member reported that at midnight going from (B)(6) 2011, the pump did not change the date. The family member reported that on (B)(6) 2011 the pump emitted an exceeds max total daily dose alarm. The family member reportedly changed the battery and the pump did maintain the programmed time and date. The family member reported that the pump has not lost any time or date since the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission :12/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: the pump black box data was overwritten due to continued patient use of the pump. The current black box showed no evidence of the alleged date issue. A timekeeping accuracy test was performed and confirmed that the time and date were kept accurately. The battery was removed for 23 hours and the pump was found to maintain the time and date. The pump was opened and no moisture or loose components were found. Unrelated to the complaint, the display screen was observed to be dim and discolored and the battery compartment was observed to be cracked.